Event description:
It was reported that a cartridge alarm occurred. The customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Reportedly, the customer had an alternate pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.